Event description:
The customer's parent called and reported that insulin was squirting out from the insulin pump during manual prime and the device was alarming that the force sensor system was compromised. The customer's blood glucose was 417 mg/dl, which was treated by injection. The insulin reportedly dropped prior to the alarm occurring. While troubleshooting, it was reported that the drive support cap appeared normal. There was also a crack around the dome logo. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a cracked end cap. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.